Manufacturer narrative:
The device was not returned for analysis. If the device is returned, a supplemental report will be submitted.

Event description:
A saluda medical evoke spinal cord stimulation (scs) system (evoke system) was implanted on (B)(6) 2023. The patient reported having inadequate pain relief in the hands. X-rays have shown a movement of the cervical evoke 12c percutaneous lead kit - 90cm a few contacts downwards. A lead revision of the cervical lead was made by making an incision at the anchor site. The anchor was replaced and the lead was repositioned successfully. Programming was done the next day and the patient is satisfied with the stimulation again and receiving therapy in closed loop.